Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported 2.6 mg of trabectedin (yondelis) in 520 ml sodium chloride 0.9% was to infuse for 24 hours at a rate of 21.7 ml/hour. The bag was hung at 1828 on (B)(6) 2018. The infusion completed at 0915 on (B)(6) 2018. The pump read that 315 ml infused. There is no report of patient harm.

Event description:
The customer reported 2.6 mg of trabectedin (yondelis) in 520 ml sodium chloride 0.9% was to infuse for 24 hours at a rate of 21.7 ml/hour. The bag was hung at 1828 on (B)(6) 2018. The infusion completed at 0915 on (B)(6) 2018. The pump read that 315 ml infused. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report that a programmed 24-hour infusion with a vtbi of 520ml ended after having infused a recorded volume of 315ml was confirmed through review of the pcu event log. A 520ml infusion programmed with a rate of 21.7ml/hr should have continued for 24 hours; however, an air in line alarm occurred approximately 14.5 hours into the infusion, and then the user shut down the system. Testing and inspection of the pump module revealed no malfunctions and the device was infusing within specification. The administration sets were not returned by the customer for investigation. The root cause of the customer¿s report was not determined.

Event description:
The customer reported 2.6 mg of trabectedin (yondelis) in 520 ml sodium chloride 0.9% was to infuse for 24 hours at a rate of 21.7 ml/hour. The bag was hung at 1828 on (B)(6) 2018. The infusion completed at 0915 on (B)(6) 2018. The pump read that 315 ml infused. There is no report of patient harm.